Event description:
It was reported that the images on the cine run on the 9800 system would not playback properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connections were re-seated and the cine drive was reformated during the service call. The system was tested and found to be working as intended, and put back into service.